Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument's jaws opened properly but tissue kept getting caught on instrument close to the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the tissue got stuck on the forceps without excising any tissue, there were no issues removing the instrument from the cannula. A wire starting to come out/break after cleaning may have caused the tissue to get stuck, but the tips were fine. There were no missing fragments observed. The instrument was replaced.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a kinked conductor wire in between the grip tang and the grip tip assembly. The conductor wire is exposed as a result. The insulation is damaged. The instrument passed the continuity test. Components adjacent to this kinked wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Inadvertent collisions with other instruments, hard surfaces, or sharp objects during handling or usage can cause a kink.